Event description:
It was reported that a revision surgery was to be performed due to the loosening of the device and fusion had not been achieved.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of event. There are warnings on the instructions for use that state this type of event can occur. Under "warnings" the following is stated: every connector must be secured to the construct using two (2) setscrews (one at each end for metacarpal and distal radius nails). If either of the setscrews are not attached and/or fully tightened, a non-union, delayed union or construct failure may occur. The surgical technique requires the complete decortication of the articular surface.